Event description:
Port removed due to conclusion of chemotherapy. Upon inspection the distal portion of the catheter was found to have a crack within the tubing approximately 8 mm in length running vertically or longitudinally along the catheter itself approximately 1 cm proximal to the distal catheter tip.